Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic pain. It was reported that the patient had the concurrent procedures of an exploratory laparoscopy, laparoscopic lysis of adhesions, laparascopic enterolysis, laparoscopic excision of anterior abdominal wall peritoneal mass, laparoscopic adhesion barrier, and diagnostic cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of adhesions, enterolysis, excision of anterior abdominal wall peritoneal mass, adhesion barrier, mesh placement and cystoscopy; due to left pelvic pain, hypermobile urethra and stress urinary incontinence. It was reported that the patient had a pelvic abscess that was surgically drained in (B)(6) 2008 and on (B)(6) 2008. It was reported that laparoscopic adhesiolysis, peritoneal biopsy and cystoscopy was performed on (B)(6) 2009 for lysis of adhesions.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection, (B)(4)- urinary incontinence additional information additional narrative: it was reported that following insertion the patient experienced acute urinary tract infection and urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and discomfort.